Event description:
It was reported that during a therapeutic myomectomy, the tip of the ultrasonic surgical device broke off and fell into the patient¿s abdomen. The tip was retrieved with laparoscopic forceps, and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Update to d4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed; the probe was broken at 15.93mm from its distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.